Manufacturer narrative:
The reported event was investigated based on the log file. Based on this the event could be confirmed however, a restart of the cockpit (display unit) could not be confirmed with this data. However, the software requested a restart of the ventilation unit. The event was caused by a temporary timeout in the processing of software tasks. The security software monitors the proper functioning of the device. If such deviation is detected, the device generates a corresponding acoustic and visual alarm, and initiates a restart of the ventilation unit to solve the issue. During the restart the emergency ventilation valve would open to the environment and allow the patient to breathe spontaneously. After a single restart the issue was solved, and the ventilation continued with the previous settings. The software was reinstalled as a precautionary measure. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the c500 monitor restarted during use. There was no patient injury and no interruption in ventilation reported by the customer. However, analysis of the log file shows that the ventilation was interrupted during the event.